Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized in the past. Customer was hospitalized on (B)(6) 2012. Customer stated that he had a heart attack at the time. Customer was going to (B)(4) and felt his blood glucose going high. Customer ate a doughnut and collapsed. Customer was released from the hospital and was wearing the pump at the time of the hospitalization. Customer stated that he hasn't used the pump that was involved in the hospitalization in years.